Event description:
The dealer states when he sat down on the seat the frame broke on both the right and left sides where it meets the welding near the caster forks and caused him to fall onto the floor.